Manufacturer narrative:
The investigation has been completed. The impella has been returned for evaluation. Visual inspection found a cannula kink near the outlet cage. Data logs were reviewed which revealed multiple suction alarms and low motor currents. The patient died due to circulatory failure unrelated to the impella. Therefore, the cause of the low pump flow most likely was use related issue due to cannula kink.

Event description:
The user facility reported a 53-year-old male patient on an impella cp for high risk surgery. It was reported that the flow rate on the impella suddenly dropped to zero unexpectedly during patient support. It was noted that spike like waveforms had appeared occasionally around the time of the event. During observation, the flow rate on the display returned and no further complications were encountered. The patient died of multiple organ failure due to circulatory failure, unrelated to device. There was no patient harm resulting from the notes issue.

Manufacturer narrative:
D6a and d6b added on manufacturer device report 1220648-2024-09034. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-09034. B1 updated to adverse event. B2 outcomes: death and date of death. G1 MDR reporting contact facility and fax number missing. H1 type of reportable event: death. H.6 code 2199 was reported incorrectly. New code was added to health effect - impact code.